Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported paresthesia in the wrong location. The patient began their trial on (B)(6) 2015. The stimulation had moved up the patients' left side to their rib area. This occurred on (B)(6) 2015. They were not getting coverage for their lower lumbar area. It was higher on the left side than the right side. It was noted that during initial programming they had trouble getting the sensation correct on the patient's right side. On (B)(6) 2015 around 4 pm they turned the device off. Later that night they caught the lead wire on a drawer or cabinet and it pulled the lead wire out 5 centimeters. The patient turned the stimulation back on on (B)(6) 2015. When the patient first started the trial they hated it and found the stimulation annoying but after making some adjustments they found an appropriate balance. The patient was also experiencing positional changes in stimulation. When they were sitting they didn't feel anything but when they were standing or laying they could feel the stimulation. The patient met with a manufacturer representative on (B)(6) 2015 they met with a manufacturer representative and was reprogrammed. After the reprogramming they were getting coverage to their lower lumber area but still had intermittent coverage based on what they were doing. After this reprogramming the trial was removed. The device didn't work for the patient's pain.